Manufacturer narrative:
(B) (4). The sample was not returned, therefore no evaluation was performed.

Event description:
During a follow up call, the facility nurse reported gastritis, diarrhea, dehydration, feeding intolerance, gi viral, and sterile peritonitis in a (B) (6) male patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). On (B) (6) 2010, during a call with baxter technical services center, the patient's caregiver reported on an unreported date, the patient had cloudy effluent, loose stools and was dehydrated. The patient was hospitalized for one night due to the cloudy effluent. A pd culture was performed which revealed no growth (date unknown). The patient was treated with intraperitoneal (ip) antibiotics for an unknown length of therapy. The event of cloudy effluent, diarrhea, and dehydration resolved within a day or two. The nurse stated the patient did not have a true diagnosis of peritonitis, but stated he may have had sterile peritonitis because of the cloudy effluent. The nurse stated the events were attributed to gastritis. The patient remains on dianeal therapy. The nurse indicated the events were not related to the dianeal solution. The patient was discharged in good condition. This is the related complaint for the event of peritonitis involving the minicap